Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead analyzed.

Event description:
It was reported the rv (right ventricular) lead had unacceptable thresholds, and the atrial lead had no capture. It was also reported that both leads had previously been repositioned. The leads were explanted and replaced. No patient complications have been reported as a result of this event.